Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments/partial display noted. Device received with serial number label fading, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the piece broke off the top of the screen and its starting to scratch the screen and screen had been scratched for quite a while a little thing that goes across the screen that fell off did not read the numbers on the back anymore. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.